Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen and in offline mode. A field service engineer (fse) found that the station stuck while updating windows and the attempts to get the hard drive to respond were unsuccessful. Fse replaced the hard drive, and station was then configured, and proper functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had frozen and was displaying a black screen during operation. The customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.